Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was at the site. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6006787 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006787 was manufactured according to the wi version 96, packaged in the machine m10, on 25/apr/2024, with a total of (B)(4) units. Welding DHR review: the lot 4d02137 was manufactured according to the wi version 33, manufactured in the machine ls06-ls07, on 14/apr/2024, with a total of (B)(4) units. The lot 4d02433 was manufactured according to the wi version 33, manufactured in the machine ls06-ls07, on 23/apr/2024, with a total of (B)(4) units. The lot 4d02432 was manufactured according to the wi version 33, manufactured in the machine ls26-ls25, on 21/apr/2024, with a total of (B)(4) units. Gluing connector DHR review: the lot 4d02136 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 12/apr/2024, with a total of (B)(4) units. The lot 4d03922 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 21/apr/2024, with a total of (B)(4) units. The lot 4d03923 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 22/apr/2024, with a total of (B)(4) units. The lot 4d03938 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 26/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6006787 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.